Event description:
The doctor wrote; the pistol fired twice without me pressing hard or all the way in. At 2 biopsies, I had difficulty pulling up the biopsy needle via the coaxial. Had to use force. On the way up, I felt that something was scratching the coaxial all the way up. Finally, when I opened the sleeve, I saw that there was a wire-like body in the sleeve along with the biopsy. This one felt like metallic. Unfortunately, I did not take care of the foreign body but only the biopsy needle. /coaxial needle.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found that the needle set was bent at the 14cm mark. The needle set and the handle were complete, with no missing or broken pieces. The needle set was straightened out enough to actuate the device. The device was test fired five times with no issues and actuated as designed. The coaxial needle set and the foreign object were not returned. Without these pieces, a comprehensive evaluation could not be performed. Since no manufacturing defects could be found with the product that was returned, the alleged complaint could not be confirmed. A possible cause of the foreign material could not be determined. Since the alleged issue could not be determined to be the fault of a manufacturing defect, no corrective action was taken.

Event description:
The doctor write: the pistol fired twice without me pressing hard or all the way in. At 2 biopsies, I had difficulty pulling up the biopsy needle via the coaxial. Had to use force. On the way up, I felt that something was scratching the coaxial all the way up. Finally, when I opened the sleeve, I saw that there was a wire-like body in the sleeve along with the biopsy. This one felt like metallic. Unfortunately, I did not take care of the foreign body but only the biopsy needle. Coaxial needle.